Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was performed. The patient was in stable condition.

Event description:
New information received notes programming changes were performed on the implantable cardioverter-defibrillator to resolve the issue. The patient condition was stable.